Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb assembly and the video controller pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently displayed "whited" out fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.